Event description:
Unomedical reference number (B)(4). Event occurred in new zealand. It was reported that patient faced infusion set adhesive lifting on (B)(6) 2024. The infusion set was in use for two days. The blood glucose level at the time of event was 22.0 mmol/l and patient was hospitalized and admitted in intensive care unit for high blood glucose and high ketone values. The patient resolved the event with bolus via the pump and was treated with intravenous and fluids of saline and insulin. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).